Event description:
It was reported that during an unspecified procedure, the handle on the device sticks. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device reference in this report has been returned to olympus for evaluation. The evaluation confirmed the reported event. The returned device was analyzed and revealed that the grasping section was unable to be opened or closed because the control handle axis pin (lever pin head) was detached at the handle. The insertion section outer sheath was found loose and observed to have buckled. The reported event was most likely attributed to physical damage from handling.